Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction, infection and death. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient had coiling of splenic artery due to splenomegaly on (B)(6) 2015. Patient was then transferred to rehab, where he developed an infection. Patient was then transferred back to the hospital on (B)(6) 2015 and admitted for drainage of the infection. On (B)(6) 2015 patient developed neurological event (hcva). Patient was stated to have been given respiratory therapy due to condition. It was then stated that the patient died on (B)(6) 2015, cause of death was said to be irreversible brain damage due to intracerebral mass bleeding, despite inr values in therapeutic range and no hypertension. No additional information provided. Investigation is ongoing

Manufacturer narrative:
The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Local infection and sepsis are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures. Infection and sepsis are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). Based available information no conclusion can be made regarding the relationship of the sepsis and the device or treatment. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event.

Event description:
It was reported by the site that the patient did not experience any alarms with the associated event. Patient presented with symptoms of "pain in abdomen" and "grand mal". It was said that the source of the infection was from a "splenectomy". Surgical exploration was done to diagnose the source of the infection. It was also sated the patient inr was "always in therapeutic range. It was stated that there were no pump malfunction associated with the event and that there were no pump stops associated with the event either. "Trapanal" and "osmofundin" were used to reduce the brain pressure. No further information provided.